Event description:
Customer reported unexpected negative reactions on galileo. A patient sample known to contain anti-k, reported as negative on a 2 cell_screen.

Manufacturer narrative:
On 9/26/08, the customer notified us that the patient had a delayed transfusion reaction. No additional details about that event were available.a service call was made on 10/14/08. The washer module was replaced. The instrument then operated as expected.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) (I and ii), lot x255. This reagent was used by the customer at the time of the event. Reactivity of the k antigen was confirmed on customer's returned crrs (I and ii), lot x262.manual testing was performed with the customer's returned sample with retention crrs (I and ii), lot x255. The sample exhibited weak reactivity with k+ cell (cell I) and was nonreactive with cell ii (k-). Hemagglutination tube testing was performed with the customer's patient sample using retention panoscreen I, ii, and iii, lot 30855r. Immuadd, lot 6n5509, was used as potentionator and testing was performed at is, 15'rt, 20'37c, iat. Sample exhibited weak (+w) reactivity at 15'rt and 20'37c, and strong (3+) reactivity at iat with k+ cell ii and was nonreactive in all other testing. Saline substitution testing was performed with no spin after 20'37c. Sample was nonreactive in saline tube and exhibited 2+s reactivity in anti-igg tube. Manual testing was performed with customer's sample with retention crrs (I and ii), lot x262 (for comparison purposes). The sample exhibited weak reactivity (score of 5 on a scale of 0 to 10) with k+ cell (cell I) and was nonreactive with cell ii (k-).